Event description:
It was reported that the device malfunction occurred during a therapeutic ligation of a poly procedure. The patient was under sedation with propofol when the device malfunction occurred. The loop didn't open correctly, and the loop was not correctly close around the polyp. The user cut the subject device with the loop cutter and finished the procedure with a new loop. The device malfunction caused a 10-minute delay and no clinically relevant change occurred in the procedure. No injury or damage occurred to the patient. Additionally, the user reported that the polyp was a long-stemmed polyp.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b1, b2, b5-event description, h1, h6) and to provide an update to fields (b5, d10, h3, and h4). The device was evaluated by olympus. The coil sheath was severed at approximately 1810 mm from the handle, the tube sheath was severed at approximately 1740 mm from the handle, and the operation pipe was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation past investigation results, a likely mechanism causing the reported event could be the following: 1. The loop was surrounding the body tissue. 2. The tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3. The loop was tightened by pulling the slider. 4. The slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5. While the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6. The hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7. Since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Never use excessive force to operate the instrument. This could damage the instrument." "Straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the single use ligating device was unable to detach loop from polyp-loop. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.